Event description:
The customer stated that his blood glucose readings had been higher when testing with his contour meter. He performed control tests while troubleshooting and received a result of 221 mg/dl. The normal control range was 103-143 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.